Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that there was no response from the act button. Customer's blood glucose level was 8.3 mmol/l. Customer kept the pump in their pocket. Some buttons could have been pressed for a long time. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will need to be returned and replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.